Event description:
On 11/20/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/18/24. On 11/20/24 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user was at their doctor's office and experienced a loss of consciousness due to low blood glucose, requiring transport via ambulance to the ER. The user stated this was the fourth consecutive week they had been hospitalized for low blood glucose events. The user was unaware of the dates of these previous incidents. The user was admitted to the hospital on (B)(6) 2024 and discharged on (B)(6) 2024. During the hospitalization, the user was treated with glucagon and IV fluids. The user's blood glucose dropped to 22 mg/dl and remained low for about one hour. The ilet device provided low and urgent low bg alerts. The user resumed using the ilet after hospital discharge.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.